Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with rectocele repair with graft, laparoscopic sacral colpopexy, advantage suburethral sling and cystourethroscopy; due to vaginal vault prolapse, rectocele, weak rectovaginal tissue and sui.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was further reported that the patient underwent a surgical procedure on 12/30/2008 and obtryx was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh revisions on (B)(6) 2008, (B)(6) 2008, and (B)(6) 2014.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following procedure the patient experienced infection, bleeding and fibrosis.